Manufacturer narrative:
The returned device is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
Revision surgery was conducted on (B)(6) 2021 to remove and replace an insignia 2 level plate. Post-op images taken 6 weeks after initial surgery revealed a screw blocking mechanism disassembled from the plate. The insignia 2 level plate was implanted on (B)(6) 2020.

Manufacturer narrative:
Additional information: a2. (B)(6) 1957 (date of birth). A3. Male. H7: recall. H9. 2027467-4/16/2021-r. Device evaluation: h6: medical device problem: 2907; 1069. Component code: 907. Investigation findings: 3211. Investigation conclusion: 4301. H10: the returned implant was evaluated by engineering. Results of the investigation were provided to compliance on (B)(6) 2021. Visual inspection showed wear consistent with parts that have been implanted and removed. The plate was returned with two intact blocking mechanisms with one missing that was not returned. There is damage on the top of plate consistent with that caused by a bur. Similar damage is also seen on two of the screw heads. This was most likely caused during the removal of the plate from the patient. The torques were measured for the remaining two blockers and pictures were taken of the components. Measure torque with torqtrn-003. Distal lock: 1.16 in-oz. Distal unlock: 1.11 in-oz.. Medial lock: 11.50 in-oz. Medial unlock: 13.09 in-oz. The distal blocker was removed to check for abnormal wear or damage. During the removal process of the distal blocker the tab on part of the swage fractured. Wear was seen on the underside of the distal blocker wings most likely caused by rubbing on the head of the screws. The root cause is likely a result of the design feature limitations of strength/function.